Manufacturer narrative:
No information has been provided to date. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump had a no disposable clamp tubing alarm. The alarm was silenced and the settings were reviewed. The pump was turned off, the tubing was clamped and the cassette was removed. Air was noted in the line. The tubing was massaged and the cassette was tapped on a hard surface. The cassette was reattached, the tubing was unclamped and the pump was turned on. The pump was restarted and the display now read run. The patient has an appointment scheduled for the pump to be disconnected. A call was received. The pump was alarming no disposable pump won't run for a second time. The patient was assisted to silence the alarm and pump settings were reviewed. The medication was verified and the patient has an appointment today to have the pump removed. The patient was instructed to power the pump off, to clamp the tubing, and to remove the cassette. The patient said that air bubbles were present in the tubing of the cassette and the tubing coming from the pump. The patient was instructed to massage the tubing and to gently tap the cassette on a hard surface. The cassette appeared to be empty. The cassette was reattached, the tubing was unclamped and the power was powered on. The pump was attempted to be restarted. Medication delivery was confirmed with run screen. The patient was instructed to reviewed how to stop, how to power the pump off, and how to clamp the tubing should the alarm return. The patient was encouraged to call the hotline for future concerns or needs. No patient injury was reported.